Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle lead exhibited noise over-sensing. The noise was not reproducible with isometric movement. No intervention was performed. The patient was in stable condition.